Event description:
Patient effects were reported. It was reported that this right atrial (ra) lead had trlbsered a lead safety switch (lss) due to a high out-of range pace impedance measurement greater than 3000 ohms. Following the lss, noise with oversensing was observed on the ra channel. Technical services (ts) recommended further lead evaluation with isometrics and pocket manipulations to determine event cause. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).